Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage supply was adjusted. The filament was calibrated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a high ma error message during a procedure. No pt injury was reported.